Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was called in clinic when an alert for high out of range pacing lead impedance was observed on left ventricular (lv) lead. Device interrogation noted out of range lead impedance and loss of capture on lv lead. Lead was turned off. Patient was asymptomatic and will be monitored.